Manufacturer narrative:
The customer report that the tubing leaked was not confirmed based on testing performed on the received set sample. The infusion bag used during the reported event was not received for inspection. Inspection of the as-received set's components observed no obvious damages or issues. An attempted re-prime and pressure test of the received set noted no leaks or any issues. No root cause was able to be identified.

Event description:
It was reported that the tubing leaked from the drip chamber immediately upon spiking bag. Although requested, there was no report of harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing leaked from the drip chamber immediately upon spiking bag. Although requested, there was no report of harm.

Manufacturer narrative:
The customer report that the tubing leaked was not confirmed. No issues were observed with the received set during visual inspection. It was observed that the fluid was able to flow through the set as expected. No obvious issues were observed. Pressure testing was also performed through each of the set's smartsite ports. No leaks or issues were observed. The root cause of the reported tubing leaked was not identified.

Event description:
It was reported that the tubing leaked from the drip chamber immediately upon spiking bag. Although requested, there was no report of harm.